Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: review of the black box data did not reveal any evidence of power issues. There was no damage found to battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used for testing purposes. The test cap secured to pump properly. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to power circuit. The pump was determined to be operating as intended without damage, defect or malfunction. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.